Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during transbronchial lung biopsy procedure, no sample could be obtained with a biopsy or cytology brush. Consequently, the customer opted to use this aspiration needle; however, the needle did not come out and the test ended. Additionally, as the patient's condition "not being good and it was taking time," the procedure was discontinued. As reported, no additional biopsies will be performed, and a scheduled operation on august 30th was not performed, as a result. There were no reports of patient injury.

Event description:
Additional information received from customer that the change in health condition was not caused or contributed by the reported device issue.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the device evaluation: the shaft was bent and was deformed, longitudinal abrasions were observed on the surface of the deformed sheath and stretching was observed in the deformed sheath. Based on the results of the investigation, the needle did not come out due to a component failure of sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.